Event description:
Catheter placed as pre-op. No pins in the kit. No information from company how to use kit without pins (you are supposed to keep the pins). Staff pulled previously placed pacing wire and replaced with another wire that would attach to pacing cable or pacemaker.